Event description:
The pt presented for elective cardioversion. The first discharge at 360 joules yielded no conversion. The second discharge at 360 joules yielded no conversion. On the third attempt the nurse noted that the qrs tone had stopped and that the screen was blank. After a time delay of several minutes a backup unit was used for the third attempt. Additional propofol was administered. The third attempt was also ineffective. It was felt by the ICU staff that conversion had not been sacrificed as a result of the failure and subsequent time delay. There were no adverse consequences as a result of this failure although the outcome may have been different in defibrillation mode. The biomedical director was notified and present for the third attempt. Failuer of the zoll unit in question was verified and reported via telephone to zoll medical technical support at approximately twenty minutes after the procedure.